Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Relative of patient reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Patient reported "lump has been found" and "very stressful with my mental health. Additionally, chronic inflammation was reported. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6.

Event description:
Patient's relative reported right side capsular contracture, baker grade unknown. Patient reported "lump has been found" and "very stressful with my mental health. Additionally, chronic inflammation was reported. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(b).